Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. N/a was selected for PMA/510k as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿check again in 10 minutes¿ error message was received with the adc device. The customer indicated that due to this, they experienced hypoglycemia, dizziness, and a headache. As a result, customer received treatment of insulin and cola provided by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a ¿check again in 10 minutes¿ error message was received with the adc device. The customer indicated that due to this, they experienced hypoglycemia, dizziness, and a headache. As a result, customer received treatment of insulin and cola provided by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.